Event description:
This will be filed to report a loss of fluid column during preparation. It was reported that during device preparation of a steerable guide catheter (sgc), a loss of fluid column was observed. The hemostasis valve could not hold fluid. A replacement completed the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak/splash (loss of fluid column) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.